Event description:
Device malfunction: stent migration. Time of malfunction: during procedure. Symptoms/ae: none. Time of symptoms/ae: none. It was reported that, during the left internal carotid artery stenting procedure, the acculink stent migrated anteriorly on deployment leaving a portion of the proximal lesion uncovered. A second acculink was implanted to cover the proximal lesion. The pt also experienced hypotension and bradycardia during procedure, post stent implantation and before accunet removal, that resolved within 48 hours after treatment with atropine and dopamine.

Manufacturer narrative:
B5: study event.